Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by sales director from (B)(6), that at (B)(6), the surgeon wanted to implant the stem abg ii, size 7, he prepared the canal with a rasp size 7 but the stem was too big and it couldn't be implanted.